Manufacturer narrative:
Additional information received 24 apr 2025: the patient gave birth to a child in 2021. The family doctor discovered cysts in the uterus. Hysterectomy was performed (B)(6) 2022, and during this procedure the cysts, uterus and cervix were removed. During the surgery, problems experienced and the iliac vein (right side) was damaged. The vein was fixed with a patch xenosure. 4 days post surgery ((B)(6) 2022) the patient was not doing well the iliac vein (right) was clogged/occluded. An abre self expanding stent was used to treat the vein. During the implant, the ureter was cut by inadvertently. Further surgeries performed 7 months later ((B)(6) 2022) total amount of surgeries estimated to be about. The patient experienced several infections (kidney infections) after these surgeries and had during several months to cope with a catheter. Patient is still not able to have a ¿normal life¿. No direct allegation that the abre stent malfunctioned, however based on limited information, it cannot be excluded at this point information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that a patient was injured during a procedure involving an abre stent. No further information has been reported at this time.